Manufacturer narrative:
This file is being submitted as part of a retrospective review of historical records after which medical safety has updated the report type. Corrected information for the initial MFR 1220648-2024-11487 was provided in sections b2, b5, h1, and h6.

Event description:
Additional information noted the patient was made a do not resuscitate, care was withdrawn, and the patient expired. Medical safety review of the event noted there is not enough information to exclude the impella device as an associated factor in the patient's demise.

Manufacturer narrative:
The investigation into the reported issues has been completed since the original report was submitted. The device was not returned for investigation. Based on clinical description, the root cause of positioning issue was most likely use related. The root cause of access site bleeding was unable to be determined as limited clinical details were provided and no product was returned for review. As the necessary information was not provided, the root cause of the vt/vf (ectopy) was not determined.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: section: potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The user facility reported a 70-year-old male with cardiomyopathy was implanted with an impella cp device for mechanical circulatory support. It was reported that the patient on impella cp support turned on impella side in the night for an extended period and impella became lodged behind the mitral valve apparatus. Ectopy was noted and attempts were made to dislodge with repositioning but unsuccessful. It was further reported that there was oozing around sheath pot low, and the patient was taken off heparin. The decision was made to withdraw care and the patient expired. The relation between the patient death and adverse events/malfunction remains unknown.